Event description:
It was reported that during the procedure, after successfully pre-dilating the lesion with a 3.5x8 nc trek balloon dilatation catheter (bdc) inflated to 12 atmospheres for 10 seconds, a 4.5x12 non-abbott bare metal stent was implanted in a heavily calcified, 70% stenosed, de novo lesion in the moderately tortuous distal right coronary artery (rca), but was not fully apposed to the vessel wall, resulting in worsened flow and 95% stenosis. A 4.5x8 nc trek rx bdc was advanced over an unspecified guide wire and successfully completed post-dilatation of the non-abbott stent, fully restoring flow. Upon withdrawing the 4.5x8 nc trek rx bdc into a 4.0 non-abbott guiding catheter, resistance was felt against the guiding catheter. Thus, the nc trek rx, guiding catheter, and guide wire were all removed from the anatomy as a single unit. The procedure was considered completed with satisfactory results. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: unspecified guide wire; guide catheter: medtronic jr 4.0 launcher; stent: boston liberte (4.5 x 12 mm). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.